Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down twice because the helium sensor indicated that there was no helium, even though helium was present. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the helium pressure regulator (part number: 0103-00-0637). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).